Manufacturer narrative:
The user complained about receiving glucose suspend alert on (B)(6) 2025. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the analysis showed no issues with its chemical performance. A review of the data management system (dms) data showed optical instability in one of the sensing areas. This instability could not be reproduced during in-house testing, which can occur when the failure mode observed in vivo is not replicated under laboratory conditions. Additionally, the dms data revealed frequent missed reads due to internal electrical communication issues. The combination of these factors resulted in glucose blinding triggered by the system's self-checks, leading to the activation of the glucose suspend alerts. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 14 feb 2026. G3.date received by the manufacturer? 14 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 628,3224. H6. Investigation conclusions updated to 4307,4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.